Manufacturer narrative:
The endoscopy manager at the user facility declined the reprocessing in-service due to a recent reprocessing training that was conducted on august 27, 2019 which the ess recommended conducting a control of the culture test to ensure they are performed correctly. The scope was sent to an independent laboratory for microbial testing. The scope tested positive for the following microorganisms: moraxella osloensis, enhydrobacter aerosaccus and exiguobacterium indicum. The scope was ethylene oxide (eto) sterilized and returned to olympus for a physical evaluation. A visual inspection was performed on the received condition. There were numerous scrape marks found along the instrument channel wall that started near the distal end opening of the channel and proceeded up to the middle area of the insertion tube. Additionally, there was a kink inside the instrument channel near the proximal control body side. The suction channel showed no signs of damage. Furthermore, there are no signs of foreign material or stains present within the instrument channel and suction channel. The service group noted the scope failed the (water) leak test from the instrument channel and from the scope connector. There was a missing screw pin from the el-connector causing the cap not to attach properly. In addition, bending section cover glues were cracked and peeling, the insertion tube was buckled/worn and the distal end plastic cover was cracked. A review of the service history indicates the scope was purchased on (B)(6) 2010 with three repairs in the past three years; no repairs related to positive culture or a cross contamination issue. The cause of the reported positive culture cannot be determined, however, based on the physical evaluation results, the cause of the damaged condition to the channel, distal end cover and insertion tube can potentially be attributed to stress from excessive force.

Manufacturer narrative:
The scope in question has been returned for evaluation; however, the investigation is in progress. As part of investigation, an endoscopy support specialist (ess) was requested to be dispatched to the user facility to observe the facility¿s reprocessing practice and to provide a reprocessing training if necessary. To date, the ess visit has not been finalized. If additional information becomes available, a supplemental report will be filed.

Event description:
The manufacturer was informed that a routine culture and sampling was performed and the scope's culture tested positive for gram positive bacillus and gram negative bacillus after being reprocessed. There was no patient infection/injury reported, however, it is unknown if the device was used on a patient with known infection of the same microorganism(s).